Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels was 40 mg/dl. The customer was treated for high blood glucose value with bolus using insulin pump and manual injection and foe low blood glucose level with jellybeans. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer also mentioned other blood glucose values such as 300 mg/dl, 290 mg/dl, 132 mg/dl. The customer was reported that the insulin pump alleging under delivery. The customer was reported that the infusion set cannula was bent. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that they performed high pressure test. The insulin pump will not be returned for analysis.